Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transeptal system was selected for a left atrial appendage (laa) closure procedure. During the procedure two separate transeptal punctures were performed, the second puncture was extremely inferior through a thicker part of the septum. It was reported that the procedure was long (roughly 2 hours) involving three sheaths and five watchman devices. There was a lot of manipulation of the sheaths and the devices in the laa. At the end of the procedure a pericardial effusion was observed.